Event description:
It was reported that the patient felt symptomatic, so she presented to the physician's office. The device could not be interrogated, and there was no magnet response or output. It was noted that the device was being checked monthly, and the device check in 2009, was normal. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis found the no output and no telemetry conditions were the result of lifted hybrid bond wires.